Manufacturer narrative:
Device evaluation updated: visual inspection shows fin damage and a broken straw. Note: visual analysis of the returned device with fin damage is a representative failure mechanism of bowl lift/leaking. The bowl was run once using deionized water. During the run there was a loud noise noted. Conclusion: reason for the return was confirmed medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the autolog washkit during the initial cleaning, abnormal noises and fluid leakages  occurred from the bowl. The device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Device evaluation summary: visual inspection shows fin damage. Additional visual inspection shows no straw or dimple plate damage. There were no signs of holes or cracks observed. Visual analysis of the returned device with fin damage is a representative failure mechanism of bowl lift/leaking. The bowl was run a couple of times using saline. During the runs there was no bowl lift, leaks or pump speed error messages noted. Reason for the return was visually confirmed with evidence of fin damage noted but could not be duplicated in the lab. Additional info b5: medtronic received additional information that the noise occurred during the first cleaning in the op room, a noise occurred from the bowl additional info d9: device evaluated and device return date recorded additional info h3: device evaluated additional info h6: updated the annex b and annex c codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.